Event description:
When using an arthrex suturelasso sd (25 degree tight curve left) to pull suture during an arthroscopic labral repair the tip broke off into the deep soft tissue outside of the shoulder capsule. This event did not impact the planned discharge home following the scheduled outpatient procedure.